Manufacturer narrative:
Concomitant products: product ID 37092, lot # 290830001, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that the implant surgery was "hell." Additional information received from the consumer reported her implant had been the best pain treatment since the car wreck. The patient did not like the motion sensor as it stopped the signals. The patient's indications for use included failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.